Event description:
It was reported that during regular clinic follow-up, noise on the atrial lead and elevated right ventricular pacing thresholds were observed. Both leads were explanted and replaced. The patient was in stable condition before, during and after the procedure.

Event description:
New information received notes that the patient is pacer-dependent. Rv lead also exhibited decreased impedance. During lead revision procedure, stylet could not be advanced beyond the pocket due to lead damage.

Manufacturer narrative:
A partial lead measuring 46.3 cm from the distal tip was returned for analysis. External insulation abrasion was noted at 7.0 ¿ 8.5 cm and 17.3 ¿ 18.3 cm from the distal tip consistent with friction to another device or patient anatomy. This is consistent with the observation from the field of increased pacing threshold.